Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, compromised immune resistance, psychological disorder, drug or alcohol abuse.